Event description:
A system operator reports that at the beginning of lasik surgery, as she was attempting to align the sputniks, they rotated approximatedly 90 degrees. She was unable to align them correctly, so the surgeon cancelled the custom procedure and the paient was brought back the following day to complete the procedure. The system operator also stated the patient's outcome was not affected by this event.